Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (con,rep): information was received from a patient (via a manufacturer representative (rep) who was implanted with a neurostimulator. The rep set up adaptive stimulation for the patient on the day prior to the report. It was reported that the controller and the intensity defaulted to zero when the patient got up from a lying position. The factors that might have led or contributed to the issues were unknown. The rep planned to meet with the patient to review adaptive stim programming and to check that the positions were set correctly. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via manufacturer's representative. It was reported that rep got a voicemail from the patient indicating that the patient was not getting the upright setting and that the setting was at zero. The rep was not with the patient so the rep couldn't confirm if the patient was in the upright position. Technical services discussed possible scenarios such as transition times and potential for a programming issue; the rep said they would follow up with the patient for further troubleshooting. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the intensity defaulting to zero was not determined. The patient weight was unknown. No further complications were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's adaptive stim was found to be working correctly and they had not complained of a malfunction since the initial complaint. No further complications reported/anticipated.